Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier instrument was unable to release clips. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) confirmed the reported complaint. The instrument was found to have passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip clip test was performed and failed. The clip did not release onto the test tubing. The instrument was found to have a bent grip which did not allow the clip to release during the test. The root cause of this failure is indicative of mishandling and misuse. Additionally, the instrument was found with both grips bent. This condition will render the instrument to fail the clip test. The root cause of severely bent instrument grips -tips is typically attributed to mishandling and misuse, such as applying excessive force to the grips during clip installation. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log for the medium-large clip applier (part# 470327-12/ lot# n11210614/ sequence# 0199) associated with this event has been performed. Per this review of the logs, the instrument was last used on (B)(6) 2022 on system serial# (B)(4)with 65 uses remaining. Based on this review, the instrument was not used in the reported event date or in any subsequent procedure(s) after its last used. There was no image or video clip submitted for review. Based on the additional information obtained from failure analysis investigations, this complaint is being reported as a reportable event due to the following conclusion: failure analysis confirmed a failed clip test. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.